Event description:
It was observed that during the device evaluation, the camera head had a disconnection in cable unit scope causing an e311 (communication) error. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: the device evaluation found scope communication error, code e311. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: due to disconnect in cable unit. A device history review revealed no issues that could have caused or contributed to the reported issue. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.